Event description:
The customer called and reported experiencing high blood glucose of 422 mg/dl. Customer treated with an injection. The customer also stated her sensor gave a reading of 51 mg/dl when her blood glucose was 196 mg/dl, prompting the insulin pump to threshold suspend, so she turned the sensor off to stop the pump from threshold suspending. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
One opened and used sensor was inspected. Bicarbonate buffer test was performed and the sensor passed per specifications with accurate readings.